Event description:
The customer reported the system displayed a foot switch error and locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the backplane and the generator interface board. The system operates as intended.